Manufacturer narrative:
Summary: from the icr report: it stapled, but failed to transect the entire stapled line of tissue. Knife was fully up right and traveled the complete distance of the reload. Reload was reset and fired. The knife cleanly cut the foam.

Event description:
Lap sigmoid resection. Dlu was fired on the proximal colon. It stapled, but failed to transect the entire staple line of tissue. A new dlu was used to complete the case.